Event description:
On (B)(6) 2013, it was reported to animas that allegedly the display screen was not visible outside. The reporter stated the display screen was only visible indoors and difficult to read. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/27/2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the initial complaint, a crack was observed along the battery compartment extending from the threads to the finger pad.